Manufacturer narrative:
The sample was not returned for evaluation. It is likely that the scope problem is the result of a crack in the lens that was due to improper handling of the device; therefore, this complaint is confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during the vein harvesting procedure, the endoscope had difficulties coming into focus. The customer gave up using the device and switched to open harvest. It is unknown if there was any delay in the procedure, the results of the procedure or if there was any blood loss.